Event description:
Reporter stated handpiece stopped working during procedure; a torn posterior capsule rupture occurred, and an anterior vitrectomy had to be performed. The patient is ok at this point. The handpiece had been repaired by a third party.